Event description:
The subject stent was returned for analysis and it was discovered that the subject stent stabilizer was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal 13cm section of the stabilizer was kinked and fractured. The distal end of the stabilizer was extended from the delivery catheter, there was no stent present. The proximal end of the stent delivery catheter was noted to be deformed (wrinkled). There was kinking/bending noted to the distal end of the delivery catheter. There was flattening noted to the distal end of the delivery catheter. During a functional inspection, the stabilizer was unable to be removed from the delivery catheter due to the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent stabilizer kinked/bent' was confirmed during device analysis. The second as reported code 'stent failed/unable to deploy' could not be replicated during analysis. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was described as 'average tortuosity'. It was reported that 'when the stenosis was discovered at the time of thrombus retrieval, an attempt was made to implant the subject stent after percutaneous transluminal angioplasty (pta) was performed four times. Although attempted to deploy the stent which was delivered to the target site through the catheter, it could not be deployed, and the proximal of the delivery wire became kinked. The procedure was completed without placing the stent'. The stent was not returned for analysis. The stent delivery catheter was kinked/bent and also flattened near the distal end of the device. It was also deformed (stretched and twisted) near the proximal end. The stent stabilizer was kinked/bent near its proximal end. It was also broken/fractured at the proximal end. Due to a lack of available information, the risk section has been completed as if this damage to the stabilizer occurred during device use as this is the worst-case situation. The event description states that the stent was not placed in the patient. Therefore, it is assumed that the stent was deployed after the stent system was removed from the patient (after the procedure on the operating table). It is possible that a combination of the vessel tortuosity and some unknown procedural factor resulted in the user experiencing resistance while attempting to retract the outer catheter while deploying the stent. This, in turn could lead to the damage noted to the proximal end of the stent stabilizer. It is unclear why the proximal end of the outer catheter experienced the level of damage noted during device analysis. The as reported codes 'stent failed/unable to deploy' and 'stent stabilizer kinked/bent', and the as analyzed codes 'stent stabilizer kinked/bent', 'stent stabilizer broken/fractured during use', 'stent deployed prematurely during preparation', 'stent delivery catheter deformed', 'stent delivery catheter kinked/bent', ' stent delivery catheter flat/crushed', ' stent stabilizer/catheter friction', will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.